Event description:
Olympus received a report that a user was shocked when they had touched the on/off switch of a maintenance unit.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the delivery of an electric shock, but did confirm that the device failed the earth continuity test. The main switch was found cracked, and corrosion was observed on portions of the chassis and earth terminal of the unit. The serial number tag was noted to be missing from the device. Olympus contacted the user facility, and was informed that the user's hands may have been wet when they contacted the on/off switch. The cause of the user's experience appears to be due to a damaged main switch and fluid damage inside the unit which interfered with the electrical safety features of the device, and resulted in a shock when the user contacted the switch. The user facility has obtained a replacement maintenance unit. This report is being submitted as an MDR in an abundance of caution.